Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model cl-21. This product was used for the di and 501k. Investigation summary: three pictures were returned showing a syringe connected to the blue clave of the spike and the area of the break. The spike leur can be seen still inside the bonding pocket. The deformation area appears to be at a slight angle. The complaint of broken set can be confirmed based on the returned image. The probable cause is due to unintentional bending forces applied during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An event involving a chemoclave¿ bag spike w/port, dry spike ln 011-ch12 experienced leakage. The initial reporter stated that the set had broken, and the piece was kept in the syringe, when they went to wash the line with saline solution by introducing it through the ch-12. The sample is not available for evaluation, it was contaminated or contained some biohazard or chemotherapeutic agent, and it was not reprocessed or re-sterilized prior to use. The product status was during use, for 1 hour, with a patient. The affected sample ch-12 was discarded since it came in contact with a potentially toxic investigational (clinical trial) medication. An interleukin-2 (il-2) variant protein medication was used with the product. Three pictures were provided showing the product. The event occurred during patient use and there was delay in therapy. However, there was no adverse event and no one was harmed as a result of this event.